Event description:
It was reported to boston scientific corporation that a patient received a transobturator mid-urethral sling procedure in 2007. During the procedure, the physician inadvertently hit the iliac nerve with a boston scientific trocar device. The physician was able to complete the procedure, but this caused the patient some discomfort. Post procedure, the patient required a catheter to assist with voiding. She was monitored overnight. Upon follow up, the physician felt it was necessary to remove the transobturator mid-urethral sling completely due to the patient's discomfort. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.